Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube had been perforated by the essure micro-insert//perforation (fallopian tube(s)") and device dislocation ("migration of essure device location of device: to be supplemented") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, hives and vaseline. Past adverse reactions to the above products included swelling with ibuprofen; and urticaria with vaseline. Concurrent conditions included tooth disorder. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), the first episode of migraine ("migraines/migraines headaches"), alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), hormone level abnormal ("hormonal changes describe: to be supplemented"), the second episode of migraine ("headache/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth injury ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth"), endotracheal intubation complication ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth") and urinary tract infection ("uti"). On 1-jun-2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("severe right hip pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings") and headache ("headaches"). The patient was treated with anovlar (loestrin), antibiotics, oxycocet (percocet), vicodin, surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dyspareunia, weight fluctuation, alopecia, depression, anxiety, vaginal infection and vaginal haemorrhage was resolving, the device dislocation, hormone level abnormal, the last episode of migraine, nausea, weight increased, dysmenorrhoea, weight decreased, tooth injury, endotracheal intubation complication, mood swings, headache and urinary tract infection outcome was unknown and the back pain, arthralgia, uterine pain and fatigue had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endotracheal intubation complication, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, mood swings, nausea, tooth injury, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: fallopian tube occlusion devices are in place; in 2015: right fallopian tube had perforated by the essure confirmation test:one coil had perforated the fallopian tube and there were two coils on the other side. Total bilateral occlusion current weight 143.00 lbs. Approximate weight at the time of essure placement 135.00 lbs most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events mood swings, headaches & uti were added. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube had been perforated by the essure micro-insert//perforation (fallopian tube(s)') and device dislocation ('migration of essure device location of device: to be supplemented') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, hives and vaseline. Past adverse reactions to the above products included swelling with ibuprofen; and urticaria with vaseline. Concurrent conditions included tooth disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine headache ("headache/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth injury ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth"), endotracheal intubation complication ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes describe: to be supplemented"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("severe right hip pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), headache ("headaches"), hair growth abnormal ("hair regrowth"), abdominal distension ("stomach swelling") and urticaria ("hives"). The patient was treated with antibiotics, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dyspareunia, weight fluctuation, migraine, alopecia, depression, anxiety, vaginal infection and vaginal haemorrhage was resolving, the device dislocation, hormone level abnormal, migraine headache, nausea, weight increased, dysmenorrhoea, weight decreased, tooth injury, endotracheal intubation complication, mood swings, headache, urinary tract infection and hair growth abnormal outcome was unknown and the back pain, arthralgia, uterine pain, fatigue, abdominal distension and urticaria had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endotracheal intubation complication, fallopian tube perforation, fatigue, hair growth abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, tooth injury, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased and migraine headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram: in 2015: results: right fallopian tube had perforated by the essure; on (B)(6) 2015: results: fallopian tube occlusion devices are in place. Essure confirmation test:one coil had perforated the fallopian tube and there were two coils on the other side. Total bilateral occlusion current weight 143.00 lbs. Approximate weight at the time of essure placement 135.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube had been perforated by the essure micro-insert//perforation (fallopian tube(s)') and device dislocation ('migration of essure device location of device: to be supplemented') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, hives and vaseline. Past adverse reactions to the above products included swelling with ibuprofen; and urticaria with vaseline. Concurrent conditions included tooth disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine headache ("headache/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth injury ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth"), endotracheal intubation complication ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes describe: to be supplemented"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("severe right hip pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), headache ("headaches") and hair growth abnormal ("hair regrowth"). The patient was treated with antibiotics, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dyspareunia, weight fluctuation, migraine, alopecia, depression, anxiety, vaginal infection and vaginal haemorrhage was resolving, the device dislocation, hormone level abnormal, migraine headache, nausea, weight increased, dysmenorrhoea, weight decreased, tooth injury, endotracheal intubation complication, mood swings, headache, urinary tract infection and hair growth abnormal outcome was unknown and the back pain, arthralgia, uterine pain and fatigue had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endotracheal intubation complication, fallopian tube perforation, fatigue, hair growth abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, tooth injury, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased and migraine headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in 2015: results: right fallopian tube had perforated by the essure; on (B)(6) 2015: results: fallopian tube occlusion devices are in place. Essure confirmation test:one coil had perforated the fallopian tube and there were two coils on the other side. Total bilateral occlusion. Current weight 143.00 lbs. Approximate weight at the time of essure placement 135.00 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : new reporter and event hair regrowth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube had been perforated by the essure micro-insert//perforation (fallopian tube(s)") and device dislocation ("migration of essure device location of device: to be supplemented") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tooth disorder. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), hormone level abnormal ("hormonal changes describe: to be supplemented"), headache ("headache/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth injury ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth") and complication of device insertion ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("severe right hip pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations") and nausea ("nausea"). The patient was treated with anovlar (loestrin), antibiotics, oxycocet (percocet), vicodin, surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dyspareunia, weight fluctuation, migraine, alopecia, depression, anxiety, vaginal infection and vaginal haemorrhage was resolving, the device dislocation, hormone level abnormal, headache, nausea, weight increased, dysmenorrhoea, weight decreased, tooth injury and complication of device insertion outcome was unknown and the back pain, arthralgia, uterine pain and fatigue had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, tooth injury, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: right fallopian tube had perforated by the essure confirmation test:one coil had perforated the fallopian tube and there were two coils on the other side. Total bilateral occlusion. Current weight 143.00 lbs. Approximate weight at the time of essure placement 135.00 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Concomitant, historical drugs and treatment drugs were added. Event added as hormonal changes describe: to be supplemented, abnormal bleeding (vaginal, menorrhagia),migraines / headaches, nausea, dysmenorrhea (cramping), pain, weight gain / loss, complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube had been perforated by the essure micro-insert//perforation (fallopian tube(s)') and device dislocation ('migration of essure device location of device: to be supplemented') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, hives and vaseline. Past adverse reactions to the above products included swelling with ibuprofen; and urticaria with vaseline. Concurrent conditions included tooth disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine headache ("headache/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth injury ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth"), endotracheal intubation complication ("complications during insertion: problem administering the breathing tube during the surgery which caused damage to teeth") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes describe: to be supplemented"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("severe right hip pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), headache ("headaches"), hair growth abnormal ("hair regrowth"), abdominal distension ("stomach swelling") and urticaria ("hives"). The patient was treated with antibiotics, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dyspareunia, weight fluctuation, migraine, alopecia, depression, anxiety, vaginal infection and vaginal haemorrhage was resolving, the device dislocation, hormone level abnormal, migraine headache, nausea, weight increased, dysmenorrhoea, weight decreased, tooth injury, endotracheal intubation complication, mood swings, headache, urinary tract infection and hair growth abnormal outcome was unknown and the back pain, arthralgia, uterine pain, fatigue, abdominal distension and urticaria had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endotracheal intubation complication, fallopian tube perforation, fatigue, hair growth abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, tooth injury, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased and migraine headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in 2015: results: right fallopian tube had perforated by the essure; on (B)(6) 2015: results: fallopian tube occlusion devices are in place. Essure confirmation test:one coil had perforated the fallopian tube and there were two coils on the other side. Total bilateral occlusion current weight 143.00 lbs. Approximate weight at the time of essure placement 135.00 lbs. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from plaintiff fact sheet received: new events "hives, stomach swelling" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube had been perforated by the essure micro-insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tooth disorder. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses"), abdominal pain lower ("sever lower abdominal pain\ abdominal cramping"), pelvic pain ("severe pelvic pain, even when not menstruating"), back pain ("severe back pain"), arthralgia ("right back pain"), uterine pain ("uterine pain, even when not menstruating"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("vaginal infections"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, dyspareunia, fatigue, weight fluctuation, migraine, alopecia, depression, anxiety and vaginal infection was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine pain, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: right fallopian tube had perforated by the essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.